Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Upon inspection, mwj127 was found broken.

Event description:
Upon inspection, mwj127 was found broken.

Manufacturer narrative:
Correction: h6 health impact code. The reported event could be confirmed based on the device inspection. Visual examination of the returned device revealed a broken tip with an oblique fracture. The fracture surface exhibited characteristics of a brittle failure, displaying a rough texture without significant plastic deformation. These observations suggest that the breakage resulted from torsional overload and the application of excessive forces during use. Additionally, a small corrosion spot was identified on the fracture surface, which may have contributed to localized material weakening. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user-related issue. The event was caused by torsional overload and the application of excessive forces during use. Furthermore, microscopic analysis revealed corrosion marks on the fracture surface, suggesting repeated reprocessing and cleaning cycles which may have contributed to localized material degradation. If more information is provided, the case will be reassessed.